Manufacturer narrative:
The account changed the head valve and this did not correct the issue. No further info is available on the repair of the bed at this time.

Event description:
The account alleged the head of the bed will drift down slowly. No pt impact.